Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Clinical symptoms code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to painful left asr hip and concern of elevated cobalt level. Metallosis was discovered in the acetabular region and the asr cup was removed and revised with a zimmer/biomet g7 dual mobility cup. No further information available. Doi: (B)(6) 2009. Dor: (B)(6) 2021. (Left hip).